Event description:
As reported to coloplast though not verified, pt underwent a surgical procedure on (B)(6) 2008 with aris and a competitor mesh. It was reported she experienced pain, erosion and other injuries following the procedure. It was reported that the pt has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.